Manufacturer narrative:
No product has been returned for evaluation. Should new information become available a follow up MDR will be submitted.

Event description:
According to patient, woke up feeling low, got up to go eat something, briefly passed out and fell down the stairs, broke his orbital bone and a couple of bones in his wrist. Patient has been released from the hospital.